Event description:
It was reported that there were at/af (atrial tachycardia/atrial fibrillation) episodes which indicated noise. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead implanted: (B)(6) 2003; 4965-50 lead implanted: (B)(6) 2003.